Event description:
Prodigy diabetes care received a call on 03/19/2016 reporting a medical intervention that occurred on (B)(6) 2016 at 2:30am. Patient called in stating that he passed out in the rest room. Patient stated the he woke up sweaty and attempted to get out of bed and does not remember anything else. Patient took lantus before bedtime but did not provide the number of units. Paramedics were called. No blood glucose test was performed prior to calling paramedics. Paramedic's arrived 5 minutes after being called. Upon arrival the paramedics administered glucose 1 tube and tested patient's blood glucose with the prodigy meter and received a result of 48mg/dl. Within minutes of testing with the prodigy meter, paramedics also tested patient's glucose with their meter with a result of 26mg/dl. Patient's normal glucose reading around this time of day is 100mg/dl. Paramedics transported him to ER. Patient stated that his low blood sugar issues started and continued once he began using the prodigy meter. Prodigy diabetes care sent replacement and pre-paid envelope requesting return of suspect devices.

Event description:
This is a supplemental report to initial report 3008789114-2016-00019 to submit investigation results from the manufacturer for the suspect device. (B)(4).